Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient data not up to date. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the patient data was not current. The technical support specialist (tss) rebooted the care fusion coordination engine services, but the issue remained unresolved. Tss identified that the interface down message was cleared, and messages were showing as received in the es server database and also the cce tracing indicated that communication between cce and es system had resumed and communicating as normal. Tss also verified the active directory and orders, that were being received from genesys and successfully sent to es. Tss confirmed that the issue appears to be resolved on its own after a period of communication loss. The system functioned as intended after the technical support specialist verified the device.